Manufacturer narrative:
Argon has made three good faith requests for the return of the sample device. As of the date of this report the sample has not been returned for evaluation. Without such evidence, the root cause cannot be determined. If additional information is received, the issue will be re-evaluated as needed.

Event description:
In the process of infusion, the silicone tube breaks in human body.